Event description:
It was reported a relative that the patient's heart rate dropped to forty four beats per minute. The relative stated, they thought the device was set so that does not happen. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts for follow up have been unsuccessful. If requested information is received, it will be submitted in a supplemental report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.